Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 800 mg/dl. The customer was treated with manual injection for high blood glucose. Troubleshooting was performed for high blood glucose level. The insulin pump will be returned for analysis.